Event description:
It was reported by the customer a powerpicc solo was placed in the center of the vascular access, and when the retrieved support stylet was withdrawn, resistance was noted, and a white flocculent was found attached to the stylet after withdrawal. Caused a delay in patient surgery and required recanalization. Additional information received on 7/30/2024: it was reported by the customer the patient currently has no discomfort or abnormal symptoms and the hospital did not find the same problem after changing the batch. It was reported this occurred with five devices. This report addresses the second device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a white substance along three stylets is confirmed, but the root cause could not be determined. Three t-lock assemblies attached to their stylets were returned for evaluation. An initial visual observation revealed little blood use residues throughout the returned three samples. A kink was observed along the proximal end of the stylet of sample 1, sample 2 and sample 3. A white substance could be seen along each stylet. A microscopic observation revealed the white substance appeared to be consistent with stylet coating material. The white material appeared to bunch along each stylet. The exact cause of the white coating material along the stylets is unknown. Possible causes may include storage conditions, unknown environmental and use factors, or other unknown manufacturing conditions. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer a powerpicc solo was placed in the center of the vascular access, and when the retrieved support stylet was withdrawn, resistance was noted, and a white flocculent was found attached to the stylet after withdrawal. Caused a delay in patient surgery and required recanalization. Additional information received 7/30/2024: it was reported by the customer the patient currently has no discomfort or abnormal symptoms and the hospital did not find the same problem after changing the batch. It was reported this occurred with five devices. This report addresses the second device.